Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom and device migration are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention. A CT scan revealed that the pressure regulating balloon (prb) had migrated posteriorly, near the patient's rectum. The patient was catheterized to drain the bladder. A surgical procedure was performed to remove the migrated prb and place a new one in the proper location. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention. A CT scan revealed that the pressure regulating balloon (prb) had migrated posteriorly, near the patient's rectum. The patient was catheterized to drain the bladder. A surgical procedure was performed to remove the migrated prb and place a new one in the proper location. No additional patient complications were reported.